Event description:
Complaint alleges that the applier malfunctioned during surgery. Two clips were successfully loaded and closed. The clip did not load properly in the jaw, and came out sideways and crooked. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device sample received by manufacturer, but investigation is still underway at time of this report.